Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).

Event description:
It was reported that although this may be from "a lot of hearsay" reporter was told that about a year and a half ago somebody let their pump go empty and "had seizures and all this" and the patient "ended up over at the hospital for two weeks before his family even found him." "And a few days even went by then," finally someone questioned about a morphine pump refill and the hospital didn't know that he had one. They filled it up, and then he was fine. The volume was noted to be 11.4cc, patient had cancer "or something." Additional information has been requested, but was not available as of the date of this report.